Event description:
The customer contacted third-party service agent to report a non-critical issue with their device. During evaluation it was observed that the device does not detect the lid being opened or closed. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer's device was scrapped by stryker. The customer has been provided with replacement device. A cause of the reported issue could not be determined.

Event description:
The customer contacted third-party service agent to report a non-critical issue with their device. During evaluation it was observed that the device does not detect the lid being opened or closed. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and observed that the device does not detect the lid being opened or closed. The customer's device was returned to stryker and evaluated by the service technician. Stryker will further evaluate the device at the product analysis center (pac). The customer has been provided with replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.